Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a post-implant balloon aortic v valvuloplasty (bav) was performed for an unknown reason. Fifteen days following valve implant, the patient was admitted with heart failure symptoms. An echocardiogram was performed and showed unspecified central aortic regurgitation. There was speculation the regurgitation was a result of a valve leaflet tear following the post-implant bav. Subsequently, a second transcatheter bioprosthetic valve was implanted to treat the regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the first valve was visually inspected prior to implant and no abnormalities were noted with the valve leaflets. A pre-implant bav was performed with a 26x4.5mm non-medtronic balloon. A post-implant bav was performed with a 28x4.5mm non-medtronic balloon due to a gradient of 18 mm hg across the prosthetic valve. Immediately following the valve implant, there was no indication of central regurgitation; however, the 24-hour echocardiogram showed mild regurgitation. Thirteen days following valve implant, a transesophageal echocardiogram (tee) was performed and confirmed a torn leaflet. Following the tee, the physician reported there was substantial, probably severe, aortic valve regurgitation originating from within the valve frame suggestive of the primary issue with one of the leaflets, perhaps a tear or perforation. Sixteen days following valve implant, a second valve was implanted which resolved the central regurgitation. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.